Event description:
The manufacturer was made aware of an allegation from a user of the dreamwear full face mask with magnetic headgear was possibly causing his sound bridge implant to malfunction. The user is worried that the issue with the implant could be due to the magnets. The user also stated that the sound bridge is four inches away from the magnets. There was no patient harm or injury reported. No mask or headgear will be returning for investigation. The patient is getting a new mask with no magnets. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
No product returned for investigation.